Event description:
The surgical procedure was complete. While patient being transferred from operating room table that was locked to the stretcher, the stretcher moved. The patient fell to the ground between the operating room table and the bed. Staff supported the patient during fall. C-spine precautions placed. Further tests and monitoring required.